Manufacturer narrative:
Reported event of distal tip detached. Investigation results: a visual examination of the complaint device revealed that the distal tip was detached and not returned with the device. A functional analysis was unable to be performed due to the condition of the returned device. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during an upper digestive endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, a hole was noticed on the balloon. The procedure was completed with another cre wireguided balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the distal tip detached, therefore, this is now an MDR reportable event.